Manufacturer narrative:
A cardioquip customer made cardioquip aware of potential contamination in their device. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to perform an internal water pathway replacement to repair the device. The device has undergone repair. Thus, returning it to specification and full functionality.

Event description:
A cardioquip (cq) customer requested an iwpr quote, as they suspected their device to be bacterially contaminated. Cq epidemiology recommended performing hpc testing on the device to provide a quantitative assessment of water quality. Hpc test results were received on (B)(6)2024 that were outside of cq specifications, confirming the device is contaminated.